Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective channel display was confirmed during product evaluation. The root cause of the reported problem was determined to be extra pixels in phm (pump head module) display caused by corrosion on phm display pcb (printed circuit board) a. Appropriate action was taken to correct the reported problem by replacing phm display pcb a. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of a defective channel display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.